Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial tachycardia procedure, a cardiac tamponade occurred which required a pericardiocentesis. The right atrium was mapped and it was determined that the left atrium also needed to be mapped. Transseptal was performed but when looking at x-ray, it appeared a tamponade had occurred. A pericardiocentesis was performed and the patient stabilized. The patient was admitted to the ICU as a precaution.